Event description:
The report received from the affiliate indicated that black foreign matters were found inside of the sterile pouches in 701-15350/ lot# 14076314. The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. The actual products had no damage. There were no anomalies except for foreign matters. They were not shipped out of (B)(6) and not clinically used. The products were neither re-sterilized nor re-packaged. It has not been determined if the products will be returned.

Manufacturer narrative:
Please note, that it is not currently known if the device will be returned for analysis as it has not been determined by the affiliate. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing number: 9616099-2009-01683.

Manufacturer narrative:
Please note that the non-evaluation code indicated in the previous report was incorrect as it was not known if the device was going to be returned. During inventory inspection of two durastar ptca balloon catheters, "foreign matter" was found inside the sterile pouch. The pooch seals were intact. The products were not used and no patient injury occurred. The product was not returned for evaluation, however, a photo of a black fiber in the pouch seal was returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaints could be confirmed, based upon the photos sent in. The contamination is considered related to the manufacturing process. Actions were initiated to address this issue. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2009-01682 and 9616099-2009-01683. See scanned page.